Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935 lead, (B)(6) 2014; 4196 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the day after implant, after a chest x-ray, the sensing fluctuated and the capture threshold varied and was high on the atrial lead. The lead had apparently dislodged during the x-ray. The physician wanted no intervention or programming changes at this time. No patient complications have been reported as a result of this event.